Event description:
During an axsos plate procedure, a middle face screw broke and remains in the bone. That procedure was performed on (B)(6) 2013. During the week of (B)(6) 2013 it is noticed by a routine examine that the axsos plate is broken. Patient was revised with was revised with a tibia t2 screw.

Event description:
During an axsos plate procedure, a middle face screw broke and remains in the bone. That procedure was performed on (B)(6) 2013. During the week of (B)(6) 2013 it is noticed by a routine examine that the axsos plate is broken. Patient was revised with was revised with a tibia t2 screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the plate broke could be confirmed. X-rays were provided. After 5 months of implantation, there is no callous formation on the fracture site indicating a delayed union. X-rays were provided to our clinical expert, he stated as a final conclusion that: the given case clearly presents a typical bending of a locking plate due to massive long-term overloading in an unstable fracture constellation and delayed union followed by breakage of the plate. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The plate fractured due to overload. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.